Event description:
It was reported that a few days after initial implant, the patient presented with chest discomfort and a "shocking sensation". It was found that the right ventricular (rv) lead had a loss of capture and high thresholds due to a lead dislodgement. The rv lead was repositioned on the other side due to vein occlusion with arm swelling, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2013 (B)(6). (B)(4).